Event description:
It was reported that the patient became disconnected from the ilet system and experienced elevated blood glucose, with values up to 276 mg/dl, after which the caregiver administered a manual subcutaneous injection of 1 unit of fast-acting insulin and was instructed to wait two hours before reconnecting the device; education and troubleshooting were provided, and a follow-up was planned after reconnection. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms reported, and planned support follow-up. Investigation included review of reported blood glucose data and user guidance on reconnection and timing after manual insulin dosing. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia while the device was disconnected. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking a device failure to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.